Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic lobectomy, the device was applied to tissue and the device did not activate. Five attempts of activation were made by the surgeon and the vessel attempted to being worked upon was damaged and 200 ml. Of bleeding occurred. The procedure was converted to an open case and the patient is reported as having recovered.